Event description:
Boston scientific received information that during implant of the patients left ventricular (lv) lead in this newly implanted device, the physician had a hard time visually seeing the terminal pin of the lead, passing the setscrew of the device. As a result, the lead may not have been fully inserted and exhibited a greater than 2000 ohm impedance measurement, and the physician had to re-open the patient and properly insert the lv lead in the device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.